Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial nerve stimulation (fns). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed td tool marks on the top and bottom cover of the device, a missing electrode ground ring, and the electrode was kinked. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode ground ring wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed some of the mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained. This is not related to the return reason. The failure of this device is believed to be attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the power node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.